Manufacturer narrative:
(B)(4) n/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "after the catheter inserted into the patient, an obscure abnormal noise was noted from the iabp and the blood was found in helium pathway. Change the new catheter". No patient harm or injury. The patient status is reported as "fine".